Event description:
It was reported that the customer experienced hyperglycemia, abdominal pain, nausea and vomiting. Blood glucose level was reported at the time of event as 563 mg/dl. Ems were dispatched to scene but customer didn't want the ambulance to take him to the hospital. Paramedic checked his pulse and oxygen level, and gave the customer insulin bolus using insulin pump. Customer had been using insulin pump system within 48 hours of the reported high blood glucose event. Current bg value of the customer was reported as 420 mg/dl. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
This complaint is part of the retrospective review and remediation per d00605678, comprehensive remediation plan for diabetes. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.